Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. No unexpected alarms noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with cracked battery tube threads, cracked case at display window corners and cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of damage and unexpected restart alarm. The customer's blood glucose reading was unknown. The customer stated that the battery loading slot has a crack. The insulin pump will be returned for analysis.